Event description:
As reported by the edwards territory manager, during a transaortic tavr procedure the sapien valve was positioned 50/50; however, during deployment it moved to a 90:10 aortic position. Mild central ai was noted. The tavr team elected to place a second sapien valve to make sure and anchor the first valve. The second valve was implanted about 60:40 position. Central ai was now trace or zero. The procedure was completed without further complications. Additional information revealed the following: there was moderate native valve/leaflet calcification. Per report, the coaxial alignment of delivery system and valve was good, as was the image intensifier angle. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. It was discussed with the operator that the delivery system may have been inadvertently moved during deployment, contributing to the too aortic position

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention is a potential adverse event associated with the tavr procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The root cause of the aortic valve malposition cannot be confirmed. However, it was reported that the delivery system may have inadvertently moved during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.